Event description:
The customer reported that the device failed the op check test pads and shock button tests. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed the op check test pads and shock button tests. There was no reported patient involvement. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.